Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp solution set underinfused. The expected infusion time was sixty minutes, however the actual infusion time was approximately seventy minutes. This occurred during infusion with etoposide. The spectrum pump was programmed properly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.